Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call of broken reservoir and no delivery from the insulin pump. The customer's blood glucose reading was unknown. The husband stated that the receptacle where the reservoir is placed is broken. The customer stated that the little ridge around the opening has broken off. The customer stated that the o-ridge is not fitting properly and the reservoir can come out. The customer stated that the pump also alarmed no delivery as well over the last month or two. The customer declined to troubleshoot for high and low readings. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.